Event description:
It was reported that the ventilator requires repair. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error (te) 10003 and 10001, which indicates that ventilation has stopped and an error has been detected in the internal memory. If a defect related to the technical error 10003 appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description, device's log and service report. The technician checked the unit and found that breathing control printed circuit board battery has been damaged. The part has been replaced and the issue has been solved. Claimed tes has been confirmed during evaluation of the device's logs. There is no information how and when the damage on battery occurred. The root cause to the reported issue has not been determined.

Event description:
Manufacturer ref. #: (B)(4).